Event description:
It was reported that during the insertion of this suture anchor in a patient's bone, it broke off near the eyelet. A portion of the suture anchor was not retrieved from the bone. The procedure was completed with another suture anchor. There was no injury and only a slight delay associated with this event.

Manufacturer narrative:
Investigation findings: at this time, this device has not been returned for evaluation. A follow-up report will be submitted if additional information becomes available. The information for use (IFU) informs the user that breakage for the bio mini-revo is possible if: the pilot hole is not drilled to an adequate depth. The tap is not inserted to the proper depth. Improper alignment of anchor to pilot hole. Loose or non-secure anchor on driver. It is not used with the bio mini-revo drill guide, cat. No. C6171 or c6172. The anchor inserter is used for prying. The bio mini-revo implant is advanced too deep. A small amount of forward pressure is not applied while rotating the handle